Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). On or around (B)(6) 2013, the third party service company service tech ran the unit through a complete calibration and checkout (spi) to ensure that it meets all factory specifications. Upon completion the unit was returned to the rental pool ready to be placed back into rental service.

Event description:
The customer reported an incident that happened on a patient on friday, (B)(6) that caused this unit to be taken off of a patient. The staff had set the upper alarm on the unit 10 above the operating map, new users to the 3100b, but experienced 3100a user. The md who is an experienced 3100b user did not like the upper alarm set 10 above the operating map and wanted it 5 above the operating map. Settings were map 38, hz 4, delta p in the 50's and upper alarm at 43. When the upper alarm was dropped from 48 to 43 the unit began to auto-limit and would not stop. Patient was taken off unit and placed on back up, no patient compromise. The customer reports taking the unit to the equipment room and when he had the upper alarm at 45 the unit began to auto-limit at 43. Customer requested service for the unit. Carefusion technical support rep advised the unit will have unit picked up by third party service company evaluated and unit will be replaced.